Event description:
Per additional information received, there was additional tissue removed, blood loss (however no intervention was required as a result of the blood loss) and surgical time. There is no known permanent harm to the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device was being used for laparoscopic hepatectomy procedure. When the surgeon fired the sulu (single use loading unit) onto the vessel, the firing was not completed and the jaw was not opened. The case was converted to hepatectomy. The surgeon cut the vessel and removed the sulu. The surgery time was extended by more than thirty minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with a loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.